Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) exhibited increased and varying impedances and elective re placement indicator (eri). The ipg remains in use. No patient complications have been reported as a result of this event.